Manufacturer narrative:
The sample was received on 03/17/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.(B) (4)

Event description:
Emergency room tech started IV on patient, threaded the hub off the stylet and pushed the iag button. At that point, the hub of the catheter fell off the patient to the ground. An x-ray was taken and confirmed the catheter was not in the patient.